Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there were no abnormalities observed. When the issue occurred the deice was grasping tissue during the hernia repair. There were no reports of any instrument collisions. There were two cables seen visibly protruding from the device that control the opening/closing of the jaws. No fragment fell inside the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken/frayed cable with a da vinci product. The customer reported event has no report of patient injury.